Manufacturer narrative:
The subject device was returned to olympus medical system corp (omsc) for eval. The eval confirmed that the ptfe pad came off from the jaw and it was not sent to us. There was a contact mark of the probe and jaw. The mfg history was reviewed, with no irregularities noted. Based on the analysis result above and the past cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad severely wears. Since the distal end of the ptfe pad wore severely and became thin, the probe and grasping section became contacting each other, and the scratches indicating that the probe and grasping section were in contact with each other were made. The physician observed some irregularity, such as an abnormal noise or error display, and withdrew the subject device as directed. Consequently, during cleaning/checking the device outside the pt body, the ptfe pad came off due to the stress by touching physically. The instruction manual of thunderbeat mentions warning and caution for possible mishandling mentioned above. This report is being submitted as a medical device report in an abundance of caution. This report is one of two reports. Cross reference MFR report number 8010047-2013-00428.

Event description:
Olympus has reported that the subject devices stopped working prematurely and consultant reported that the device 'got tired' and would not 'cut'. Olympus followed-up keymed ltd. (Okm) to obtain additional info. The product specialist of okm reported that any of the instruments had broken off in the pt.